Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead had chronically high thresholds; during routine device change the lead was capped and replaced.